Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) may not have delivered life-saving therapy as a result of undersensing very fine ventricular fibrillation. No autopsy had been performed on the pt. The hospital cause of death was listed as pt condition. A disk was returned to boston scientific crm technical services for interpretation. The technical services review of electrograms showed nine episodes that occurred on the date of pt death in which intermittent undersensing was evident. It was evident that the device did attempt to charge in the third episode but the shock was diverted. Other episodes anti-tachycardia pacing (atp) attempts. Technical services could not rule out the possibility of functional undersensing versus entrance block/agonal rhythm.

Manufacturer narrative:
To date, info suggests that this medical device has been explanted, but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new info becomes available, this report will be further evaluated and updated.